Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of that pca module displayed the ¿unknown syringe¿ error message was not reproduced during testing. The pca module was loaded with 20ml, 30ml and 50ml bd syringes. Multiple detection tests were performed, the device detected the correct syringe in each trial without issues. The calibration and preventive maintenance tasks were performed. Both tasks completed successfully. The pcu and pca modules logs were downloaded to ascertain event details associated to the reported complaint. After a review of the error logs, no records were found that contribute to the reported issue. The syringe loading alaris¿ pca and syringe modules tip sheet states: if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. There was no patient involvement. Note to service: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause for the reported that pca module displayed the ¿unknown syringe¿ error message was not determined during the investigation. Laboratory testing showed that pca module detected syringes as expected. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during the initial education for a competitive conversion, the patient controlled analgesia (pca) pump module displayed the ¿unknown syringe¿ error message. The pcu and pca module were removed from the training environment. With the green error screen displayed, the syringe was removed from the pca module and reloaded. The pca module successfully recognized the syringe as a bd30ml. The pca module successfully recognized the syringe three times before displaying the ¿unknown syringe¿ error when loading the same syringe for the fourth time. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during the initial education for a competitive conversion, the patient controlled analgesia (pca) pump module displayed the ¿unknown syringe¿ error message. The pcu and pca module were removed from the training environment. With the green error screen displayed, the syringe was removed from the pca module and reloaded. The pca module successfully recognized the syringe as a bd30ml. The pca module successfully recognized the syringe three times before displaying the ¿unknown syringe¿ error when loading the same syringe for the fourth time. There was no patient involvement.